Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported xen®45 gts moved out of sclera not connecting to the anterior chamber but was still under tenons/conjunctiva. A 2nd xen®45 gts has been implanted.